Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lee sj, yoon ks. Two-stage total hip arthroplasty following skeletal traction after extensive soft tissue release for severe limb-length discrepancy. Hip int. 2021 mar;31(2):223-230. Doi: 10.1177/1120700019865742. Epub 2019 jul 21. Pmid: 31328568. Case study: patient received a hemiarthroplasty 27 years earlier, including an aml stem and unknown depuy bipolar head. Ten years later, the hha was converted to a tha due to the fracture and wear of the polyethylene in the bipolar head. The aml stem was retained, and the patient received a depuy femoral head and an unknown cup and poly liner. 86-year-old female reported left hip and thigh pain and walking difficulty after a slip and fall incident s/p tha. X-rays identified an incomplete fracture line of the femoral cortex and femoral stem which was treated with restricted weight bearing and medication. Two-months later, the patient slipped and fell again and suffered a complete fracture of the femur and stem requiring orif. The fractured stem was retained and fixated with bone graft and fixation devices. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.